Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open during a non-cubie restock due to a serial number format error caused by an outdated purchase order item. A technical support specialist identified multiple purchase orders, instructed the customer to delete the item from the old purchase order. An item from the new po1142w was used, enabling to complete the fulfillment and complete the restock using the current purchase order. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, a drawer failed to open while attempting a non-cubie restock of an item. During the restock attempt, the system displayed the error message: "error getting serial number: error: input string was not in a correct format." The error prevented completion of the restocking process and access to the drawer, affecting normal operation of the device. There were no delay or adverse events or injuries reported based on this event.